Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for damaged shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for damaged shield with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that shields or caps of bd vacutainer® ppt¿ k2e 15.8 mg tube were broken or damaged.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shields or caps of bd vacutainer® ppt¿ k2e 15.8 mg tube were broken or damaged.